Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the procedure there was an energy issue, and the fiber was not working, therefore, the procedure was cancelled with the patient under general anesthesia. The product was not used during procedure. Additionally, it was a pre-condition, the patient was having this procedure due to a previously urinary retention symptom. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during the procedure there was an energy issue, and the fiber was not working, therefore, the procedure was cancelled. The product was not used during procedure. The patient presented urinary retention complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.